Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had an air leakage at the control unit during pre- or post-processing. Upon inspection and testing of the returned device, it was discovered there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a gap of adhesive on the distal end found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the leakage occurred due to a crack on the scope connector. In addition, the acoustic lens surface was damaged and a gap had appeared on the acoustic lens surface. It was noted, the lock engagement lever was deformed, the lock engagement knob had a gap due to adhesive peeling, the paint on the air water cylinder and suction cylinder were also peeling, the scope cover had a scratch, the control unit had discoloration, the t-nut was loose, the distal end had a dent, the connecting tube and the universal cord were buckling, and the bending angle in down direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Event description:
According to the reporter, the event was occurred on july 21, 2022, during reprocessing. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive at the distal end likely occurred due to excessive force applied to the distal end. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.